Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilt, perforation, migration, and perforation abutting an organ. The patient reported becoming aware of inferior vena cava (ivc) perforation, perforation abutting an adjacent organ, migration, tilting, and fractured filter struts approximately twenty-six months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter placement was extensive left iliofemoral deep vein thrombosis (dvt) with contraindication to anticoagulation due to numerous falls. The filter was placed via the right common femoral vein and deployed in appropriate position in the ivc after a venacavogram delineated the location of the renal veins. There were no immediate complications and the patient tolerated the procedure well. The plan was to evaluate the patient in 3-4 weeks for inferior vena cava filter removal. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no imaging available for review the reported events could not be confirmed of further clarified. There is nothing in the limited information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, tilt, perforation, migration, and perforation abutting an organ that causes injury and damage to the patient. Per the implant records, the patient was reported to have a history of extensive left iliofemoral deep vein thrombosis (dvt) with contraindication to anticoagulation and presented to the hospital with an extensive left iliofemoral dvt because the patient of numerous recent falls. The inferior vena cava filter placement was indicated as the patient was felt to have a contraindication to anticoagulation. The bilateral groins were prepped and draped in typical sterile fashion. Under ultrasound guidance, the right common femoral vein was accessed using a micro puncture needle and wire combination and was passed easily in retrograde into the right iliac venous system. An optease inferior vena cava kit was opened and positioned in the inferior vena cava using a right transfemoral approach. An inferior venacavogram was performed with several views to precisely delineate the location and drainage of the right and left renal veins into the inferior vena cava. At this point, the optease inferior vena cava filter was advanced and deployed in appropriate position in the inferior vena cava. The patient tolerated the procedure well. There were no immediate complications. The inferior vena cava was widely patent both before and after inferior vena cava (ivc) filter placement. The plan was to evaluate the patient in 3-4 weeks for inferior vena cava filter removal. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately two years and two months after the filter implantation. The patient reports ivc perforation, filter migration and tilting, perforation abutting an adjacent organ and fractured filter struts retained within the inferior vena cava. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
Device manufactured and expiration dates were provided.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilt, perforation, migration, and perforation abutting an organ. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique, anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. The IFU states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no imaging available for review the reported events could not be confirmed of further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, tilt, perforation, migration, and perforation abutting an organ that causes injury and damage to the patient.